Event description:
It was reported that a balloon rupture occurred. The target area was an aneurysm in the abdominal aorta. An equalizer¿ was advanced inside the aortic endoprosthesis. The balloon was inflated to 12 ml, below the renal, and ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. The target area was an aneurysm in the abdominal aorta. An equalizer¿ was advanced inside the aortic endoprosthesis. The balloon was inflated to 12 ml, below the renal, and ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR:the complaint device was returned for analysis. On analysis the balloon was found to be detached from the catheter shaft. The catheter had been cut and the distal end of the device was returned in a container. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).